Event description:
Child came in for blood testing on friday 11/19. The warmer was placed on childs finger to do the finger stick. The mother said the childs finger stayed pretty red and the next morning she had several tiny blisters where the warmer burnt the child. The mother stated she has taken pictures and documented the incident.

Manufacturer narrative:
The DHR for lot v0j012 was investigated. No issues were documented during manufacture. No product sample was provided. Therefore, it cannot be determined if there was a failure due to improper temperature of the thermal pack. Moberly's quality systems mandate suitable in-process controls to measure temperature integrity of representative samples. Samples are tested at predetermined locations to best gauge temperature integrity. All lots released by the quality unit meet predetermined release criteria.